Manufacturer narrative:
(H3,h6): a manufacturing representative went to the site to test the system. Replaced pendant, pendant swivel plungers, usb dust cover. Lower door cap and inner o 135 degree cover have not shown up yet. Will replaced those and the lexan channel when they arrive. System checkout performed. B01,c07,d02 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #:, ubd: , UDI#: ; product ID: (B)(4), serial/lot #:, ubd: , UDI#: ; product ID: (B)(4), serial/lot #:, ubd: , UDI#: ; product ID: (B)(4), serial/lot #:, ubd: , UDI#: ; product ID: (B)(4), serial/lot #:, ubd: , UDI#: ; product ID: (B)(4), serial/lot #:, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported regarding damaged components that there are three cracked covers and the pendant was activating the wrong buttons, and the pendant plunges are seized. No patient was present at the time of event.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced lower door cap, lexan channel, and inner 135 cover. System checkout performed. System ready for use. H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported issue damaged components. Pendant passed visual inspection. Install pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. No functional problem found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. 1.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.